Event description:
According to the reporter: occurred during the lap chole procedure. Each time the surgeon changed the instrument, it gets air and does not hold properly. It is loose. The valve seal is damaged. No patient injury reported. Patient is recovering.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. The visual inspection of the returned product noted; the trocar balloon, lock collar and valve seal appeared intact. The envelope seal was stretched. The obturator, dissector balloon and insufflation bulb were not received. The inflation syringe was not received. Pmv performed functional testing: the trocar balloon was inflated, no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during the lap chole procedure. Each time the surgeon changed the instrument, it gets air and does not hold properly. It is loose. The valve seal is damaged. No patient injury reported. Patient is recovering.